Event description:
The service technician reported that during preventative maintenance (pm) of the device and prior to performing notice of field change (nfc) upgrade, the blood parameter monitor (bpm) would not turn on when pushing on/off power switch. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the laboratory evaluation, the service repair technician (srt) took the blood parameter monitor (bpm) apart and found c112 capacitor on the auxiliary printed circuit board assembly (pcba) had blown (cap had exploded) which prevented the monitor from turning on.